Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained high blood glucose of 446 mg/dl and went to see her dr customer stated that his insulin pump during self-test did not beep nor did vibrate. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no audio on alarms due to faulty connector on interface board. However, the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump vibrated during self test properly. No vibration anomalies noted. The insulin pump received with cracked case at lcd window corners, reservoir tube and battery tube threads. The insulin pump received with scratched lcd window. The insulin pump received with moisture damage at transducer.